Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose level. Customer¿s blood glucose was 44 mg/dl and 420 mg/dl. Customer states insulin pump had scratched up and no delivery alarm. The insulin pump will not be returned for analysis.